Manufacturer narrative:
Unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to perform the occlusion and excessive no delivery test due to prime fill anomaly. Insulin pump received with missing end cap sticker, cracked battery tube threads, scratched lcd window and scratched case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that his blood glucose had been high. Customer's blood glucose was 400 mg/dl. Customer's blood glucose at time of call was 215 mg/dl. Customer reported the dome label sticker was missing. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.